Manufacturer narrative:
Product complaint # pc-(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision to address pain and stiffness. Date of implantation: (B)(6) 2015. Date of revision: (B)(6) 2021. (Right knee) treatment: revision of tibial tray and tibial insert.

Manufacturer narrative:
Product complaint (B)(4). Additional information provided from medical record review, indicates the patient received a revision, due to tibial tray loosening at the cement, to implant interface and migration. It is reasonable to conclude, that the device reported on this medwatch would not cause or contribute to the reported serious injury/revision. As the tibial insert doesn¿t have any interaction between the cement and tibial component. And the tibial insert must be removed to address the loosening. It is also reasonable to conclude, the reported pain and stiffness are secondary to the confirmed revision. The tibial tray component was reported on report number 1818910-2022-01880. At this time depuy synthes joint reconstruction considers, the device on this report to be not reportable.